Event description:
A female pt was enrolled due to stable angina pectoris. The lesion was in the mid left anterior descending. It was type c, native, de novo, irregular, moderate tortuosity of proximal segment. The lesion had a reference vessel diameter of 2.5mm and a lesion length of 24mm. Pre-procedure diameter stenosis was 95%. The lesion was pre-dilated with a 3 x 18mm balloon. A dissection was noted after removing the balloon from this first predilation. A 2.5 x 28mm cypher select plus stent was electively implanted at 12atm. A 3.0 x 18mm cypher select plus stent was then implanted at 14atm. During the placement of this stent, a type b dissection was reported.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.